Event description:
A user facility reported that the high flow insufflation unit fails to build up intraabdominal pressure. During a standard service inspection of the customer returned device, the air flow differed between the set value and the measured value. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the air flow differed between the set value and the measured value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also determined that the flow rate was out of the standard value. The root cause of the air flow differing between the set value and the measured value was due to the failure of the flow sensor. The root cause of the flow rate being out of the standard value was due to the misalignment of the manifold. The manifold is a unit incorporating a flow rate sensor and a solenoid valve for opening and closing lines and serves to control the flow rate. However, the definitive root causes of the faulty flow sensor and misalignment of the manifold could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation. No patient or users were harmed.